Event description:
Procedure type: urological. According to the pt: following a urethral support and full pelvic floor procedure in 2007, the pt has experienced chronic pain and incontinence. Two devices were used for this procedure, surgical mesh and tsl pelvicol,per the pt, another doctor has told her that the mesh has eroded and needs to be removed. Additional information from the pt, received on 3/5/09, stated that she was treated in the emergency room and intensive care unit for sinus infection and bladder infection. Currently, it is unk whether or not the device may have caused or contributed to the event. Additional information has been requested from the pt, but not yet received.